Manufacturer narrative:
The full number for the product in question is bk020053 (1/27/03). The product had already expired at the time of immucor's receipt of the event information. However, the immucor laboratory had previously tested retention product on 22mar2017, which had performed as expected at that time. Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2017, and determined that the instrument test well image in question was visually negative, with a slight haze around the red blood cell button.

Event description:
On (B)(6) 2017, an immucor employee present at a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument, when tested on (B)(6) 2017.